Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels and issues with sensor readings. The customer's blood glucose level at the time of incident was 407mg/dl. The customer states they treated with pump. The customer states they feel pump is functioning as designed and the highs are attributed to healthcare provider making changes to pump settings. Troubleshoot for sensor issues were conducted. The customer was advised to monitor the device and call back if issues persist.